Manufacturer narrative:
Results & conclusions summation - angina, mi, stenosis and thrombosis, in the IFU are known adverse events associated with coronary stenting procedures. EKG/ECG changes, enzyme elevation and hospitalization are listed in the no fault risk assessment along with angina, mi and stenosis as potential post-procedure complications associated with coronary stenting. Although there is no indication of a product deficiency, a cause for the effects, and the relationship to the product, if any, cannot be determined. The other xience v stents are being reported under another MFR#.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent stenting of the pre-dilated mid lad, 1st diag and prox cx with a total of four xience v stents. In 209, the patient presented to the emergency room with sudden onset, radiating chest pain, non-specific EKG changes, and slight elevation in troponin I. The patient was hospitalized and diagnosed with a non st elevated mi. Diagnostic coronary angiogram was performed and revealed in-stent restenosis/plaque prolapse versus thrombosis within the osteo cx artery. This was treated with placement of another company's stent. No additional event or patient information is available.